Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation results: zoll medical canada evaluated the device for the customer's complaint of inconsistent reading of rhythm and the device performed to specification. The device was put through extensive testing including stress testing without duplicating the report. Review of the clinical file indicated a pads on message followed shortly after, confirming that the device detected valid patient impedance. For approximately the first six minutes, the pads impedance waveform demonstrated consistent frequency, indicating proper pad contact. Some fluctuations were noted but are consistent with impedance variability during CPR. The waveform was then flatlined consistent with the pads being removed or losing contact. The observed behavior is consistent with poor pad coupling, which may result from various causes such as pad placement, inadequate skin preparation, or poor coupling between the electrode and the patient. The customer's report of momentarily entering pacing mode before returning to defibrillation mode was not replicated or confirmed testing with the returned ECG accessories and multifunction cable. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device switched settings on its own and there was inconsistent reading of the heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device switched settings on its own. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.